Event description:
The customer reported the system smoked during a procedure. The surgery was completed by a manual technique (extra-capsular cataract extraction). There was no pt injury reported.

Manufacturer narrative:
The company service rep examined the system and found an error message displayed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (For use when an appropriate pt code cannot be identified) this report was mailed to FDA on: 08/06/2008.